Event description:
The physician attempted to remove the imaging catheter over the guide wire but encountered resistance. An excessive amount of force was applied which resulted in the distal common lumen tubing breaking of the transition from the double lumen to single lumen. The single lumen tube was removed by a snare technique.